Event description:
Boston scientific received information that this whisper wire broke off to the patient¿s heart during a cardiac resynchronization therapy pacemaker (crt-p) upgrade. Furthermore, the tip of the wire doubled on itself in a tight vein and the motion of the heart sheered the wire off. The physician left the remnant from the wire and not intervene, leaving it abandoned in the lateral branch vein. The retrieved portion of the wire will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.